Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee procedure with excision of scar tissue of the superior pole patellar component and quadriceps tendon due to pain, crepitus, and adhesions. It was the judgement of the surgeon that the scar tissue was the reason for the patient's pain and crepitus. No components were revised. Doi: (B)(6) 2017, doe: (B)(6) 2018. Right knee.